Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was presented for a scheduled procedure. The patient's right atrial (ra) lead had over-sensed noise. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.